Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that drain was implanted in the chest when hub detached. The target lesion was located in the chest. A flexima¿ apdl was selected for use. The drain was successfully placed in the patient's chest in the interventional radiology (ir) suite. Then patient was taken back to the room. At some point, when the nurse checked on the drain, it was noted that the white hub of the drain was separated from the catheter and hanging by the locking wire. Patient was then taken back to ir to place another drainage catheter back inside the patient. No patient complications reported and patient's status was fine.